Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) reporting that he was hospitalized on (B)(6) 2011, for dka and a blood glucose level of "589 mg/dl". That same day, the patient reportedly developed symptoms of nausea, vomiting, and shortness of breath. He was treated with IV fluids and an insulin drip in the hospital. The reporter alleged that the pump was not dispensing insulin. On (B)(6) 2011, the reporter and patient contacted animas and provided additional information. The patient reaffirmed the allegation that the pump was not giving his insulin. He also alleged that the pump sounded as though it was dying. A review of the pump's alarm history revealed multiple occlusion alarms on (B)(6) 2011. On (B)(6) 2011, a replace battery alarm and low battery warning were noted. The pump's tdd and bolus history were reportedly correct. The patient was unwilling to troubleshoot the alleged issues with the pump. The animas representative was unable to obtain additional information since the patient did not want to speak any further and requested for the reporter to hang up the phone. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not dispensing insulin and he was hospitalized for high blood glucose and dka.